Event description:
Six (6) days after the index procedure, the pt complained of chest pain. Coronary angiography revealed thrombus present in three previously implanted cypher stents. The sub acute thrombosis (sat) was treated with aspiration of the thrombus, and percutaneous transluminal balloon angioplasty (ptca) with a 3.0/15 mm balloon at 8 atm for 20 sec. The physician's comment regarding the probable cause of the sat was that the stents implanted in the distal right coronary artery (rca) might have been under-dilated. The index procedure was an elective case. The target lesions were the mid and distal rca. The target lesions were reported to be: de novo, concentric,not a bifurcation lesion, absent of pre-existing clot, not calcified, not tortuous, 30 mm in length, and type c. The lesions were pre-dilated with a 2.5/20 mm balloon at 6 atm for 30 sec. Three (3) cypher stents were implanted in overlapping fashion. The product is not available for elevation and testing. Please note that device is distributed outside the united states; however it is similar to the united states product. This is one of three (3) products used during the same procedure. Please reference MFR. Report#9616099-2005-01231, #9616099-2005-01232.